Event description:
Consumer reported complaint for error message (e-3). The customer reported he was experiencing symptoms of high blood glucose; customer declined to provide the exact symptoms, only stating that he knows when his blood glucose is high as he has a "taste in his mouth." Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 06/30/2025; the product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly, lot number zc5663s, manufacturer's expiration date of 11/21/2025. During the call, the customer attempted to perform a blood test but stated he had obtained the e-3 error message after inserting a test strip into the true metrix go meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: customer declined to provide the exact symptoms, only stating that he knows when his blood glucose is high as he has a "taste in his mouth." Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.